Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. Calls were placed to technical services on (B)(6) 2018 and (B)(6) 2018 stating that this lead exhibited high pacing impedance measurements since (B)(6). The following physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).